Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b7, additional investigation information: investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombosis (dvt), caval thrombosis, phlebitis, leg swelling, and blood loss. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported phlebitis, leg swelling, and blood loss are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right internal jugular vein prior to bariatric surgery. Patient is alleging dvt (deep vein thrombosis) and caval thrombosis. A routine percutaneous retrieval was performed on (B)(6) 2016 and the product was successfully removed. Per a report from CT (computed tomography) dated (B)(6) 2016, "upon further review, the infra-ivc filter ivc is hyperdense comparison to the ivc above the filter suggesting thrombosis; the retroperitoneal fluid is likely secondary to venous vascular congestion which originates from the extensive bilateral common iliac and ivc thrombus." Per a successful retrieval report dated (B)(6) 2016,"ivc gram demonstrates no thrombus on the ivc filter. The ivc filter was subsequently removed." Per a report from venous duplex dated (B)(6) 2016, "there is acute thrombus visualized at right external iliac vein, deep femoral vein, proximal femoral vein, mid femoral vein, distal fem vein, popliteal vein, posterior tibial vein, peroneal vein and gastrocnemius veins." "Superficial femoral phlebitis visualized in the great saphenous vein and the anterior accessory vein." "Acute, bilateral, occlusive external iliac-common iliac deep venous thromboses. The abdominal inferior vena cava was patent with a patent inferior vena cava filter in the mid infrarenal segment." Per a report from cavogram dated (B)(6) 2016, pharmacomechanical thrombectomy of the inferior vena cava, femoral, iliofemoral, and popliteal veins bilaterally. "[The patient] presented several days ago with extreme swelling of [the patient's] right leg discomfort and on duplex here was found to have iliofemoral dvts and bilateral femoropopliteal dvts." "There was some resistance as we advanced our wire, so I suspected there was some element of chronic dvt associated with this filter. At this time, we shot cavograms on both sides. This demonstrated that we were intraluminal and that there was significant amount of thrombus in the ivc." Per a report from venogram dated (B)(6) 2016, "catheter based thrombectomy" "bilateral iliofemoral and inferior vena cava acute thrombosis." "Patent common iliac veins also with existing thrombus and in the inferior vena cava, there was evidence of an acute on chronic thrombus with ivc filter being in place. Above the ivc filter, inferior vena cava was normal with no thrombus. On the left side, the patient also had a patent and healthy femoral vein and common femoral vein." "The patient also had areas of acute and subacute thrombus nearly occlusive at the left external iliac and left common iliacs." "We started with the left external iliac vein. There was true area of subacute thrombus, which was reengaged. We were able to effectively remove the clots. Then, we performed a completion venogram, which showed resolution of majority of subacute clots with some remaining chronic thrombus on the left system. Then, we diverted our attention to right iliac system. Again, there was areas of large subacute thrombus, which was suctioned out and completion venogram showed resolution of these clots. Then, at the end of our thrombectomy, we had lost 900 cubic centimeters of blood, which we at this point decided to abandon the thrombectomy procedure."

Manufacturer narrative:
D4: 05/2007. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device in (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.